Manufacturer narrative:
Cardioquip's director of operations and epidemiologist noticed potential device contamination during an inspection at cardioquip. They choose to perform hpc testing on the device to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications for water quality, cardioquip decided to perform an internal water pathway replacement to repair the device and return it to specification. The repair has been completed.

Event description:
This device was recently received back from a customer, and potential device contamination was visually identified by cq operations. Hpc testing was performed to gain a quantitative assessment of water quality. No patient involvement was reported. Hpc test results were received and found to outside of cq specifications for water quality, indicating device contamination.